Event description:
On (B)(6) 2023, the lay user/patient contacted lifescan (lfs) united states, alleging that her onetouch ultra2 meter continued to display the apply sample icon instead of counting down and providing a blood glucose result. The complaint was classified based on the customer care agent (cca) documentation and further information obtained by the medical surveillance specialist after reviewing the call recording, since the patient was unable to be reached by phone for additional information. It was not reported when the alleged meter issue began. It was not reported if the patient takes any medication to manage her diabetes or if she made any changes to her usual diabetes management routine in response to the alleged issue. During the call, the patient mentioned she had been feeling ¿hungry¿. The cca walked the patient through a retest, and she was able to get a successful reading of ¿221 mg/dl¿ with the subject meter. There was no report of any medical treatment received. The alleged issue was resolved with troubleshooting. This complaint is being reported because the patient reportedly developed signs/symptoms which could be suggestive of a serious injury adverse event while using the product. The subject meter could not be ruled out as a cause or contributor to the event.